Manufacturer narrative:
Though requested, pt information was not provided.

Event description:
Reportedly, during pt use, a big noise was heard inside the e360 ventilator. There were "high paw", "low peep" and "high mv" alarms that occurred. It was found that the air inlet side of the filter was cracked. The ventilator kept ventilating; however, the pt was manually ventilated before being transferred to another ventilator. There were no reported adverse pt effects.